Event description:
It was reported that the ventilator generated the following technical error alarm codes: te25, te10001, and te10003. There was no patient involvement reported. (B)(4).

Manufacturer narrative:
Our field service engineer replaced the control printed circuit board (pcb) to resolve the error codes for a depleted backup battery and an internal memory error. The plug-and-play (p&p) back-plane pcb was replaced to resolve an technical error that indicated an communication issue with that pcb. The ventilator was returned to service after successful functional tests. The evaluation of the received view text log confirmed these technical errors on the date of event and also a few times on other dates. The technical errors related to the control pcb were confirmed during simulated use test ventilation in a reference ventilator. The control pcb lithium backup battery was found depleted and was the cause of the error code for a depleted backup battery. The lithium battery power supplies the internal memory on the pc board. No further issues occurred after it was replaced. The internal memory error followed at ventilator startup as a consequence of the battery depletion. Simulated use test ventilation with the p&p back-plane ran for over 5 days without any deficiency noted. The conclusion is that the memory backup battery on returned control pc board was prematurely depleted, and that caused the reported issue with the control pcb. The p&p back-plane worked according to its specification during the investigation. The cause of the p&p back-plane related error was not determined.

Event description:
(B)(4).